Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient lead showed high impedance. Surgical intervention was undertaken, during which it was determined the patients extension was the cause of the impedance issue. The extension was explanted and replaced. Upon examination of the extension post surgery blood was found to be within the extension. Surgical intervention addressed the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the returned lead extension found all internal wires broken and detached in the header. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.